Manufacturer narrative:
This product is registered as a combination product.

Event description:
Prior to implanting the right ventricular (rv) lead, the helix was unable to be retracted. A new rv lead was implanted to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of failure to retract the lead helix was confirmed. As received, a complete lead was returned in one piece. Visual examination revealed the helix was in a partially extended position and clogged with blood and tissue. An x-ray examination revealed the inner coil in the connector region was over torqued and all inner coil filars were broken or separated due to procedural damage. Additionally, an internal short was revealed to be due to the over torqued inner coil in the connector region. After cleaning, cutting the lead and applying torque directly to the inner coil, the helix was able to successfully retract and extend. Furthermore, the measured full helix extension length was within required performance specification. The cause of the reported event was due to the over torqued inner coil in the connector region, the broken or separated inner coil filars, and the helix inner coil clogged with blood and tissue.